Manufacturer narrative:
Additional manufacturer narrative: the explanted device was not returned to edwards for analysis because it was discarded at the hospital. Prosthetic valve endocarditis (pve) is an endovascular, microbial infection occurring on parts of the valve prosthesis or on reconstructed native heart valves. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not in any way related to the sterilization or packaging process of the device.

Event description:
Edwards received additional information indicating that this device, implanted for 2.87 months, was explanted due to infective endocarditis. The source and type of infection were not provided.

Event description:
Edwards received information that this aortic pericardial valve was explanted after two (2) months due to unknown reasons. This was replaced with a 23 mm pericardial bioprosthesis. No additional details provided.

Manufacturer narrative:
Although there have been attempts to receive further information regarding the device and event, no additional information was received and the explanted device was not returned to edwards. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Without return of the device, edwards is unable to conclusively determine the root cause for this event. If further information becomes available, a follow-up report will be submitted.